Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory performed analysis on the log files received. It was visible that the blower temperature alarms were triggered multiple times. After further evaluation, the root cause was traced to user fault. The blower overheated due to lack of maintenance (filter exchange) which caused damage to the blower unit.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log files shows damage to the blower and the speed is not stable. Blower test has been requested.

Event description:
The customer reported that bellavista 1000 has alarm 316 - "blower failure" on the device. There is no information about patient involvement on the event.